Manufacturer narrative:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with no physical damage. During analysis, the reported problem was duplicated. Pump failed downstream occlusion (dso) pressure range test due to no trip point. Service recommended replacing dso sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that the psi of a smiths medical cadd solis vip pump was noted to be too high . No adverse effects were reported.